Manufacturer narrative:
The company representative found that the cpu heat sink was loose in the cpu. He replaced the central. The unit was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that while the central station was in use monitoring patients with ambulatory telepacks, the central station was not functional. No patient injury was reported.